Manufacturer narrative:
Device analysis on lead serial number (B)(6) could not confirm the complaint. Visual inspection revealed that the lead was cleanly cut approximately 35.5 cm from the proximal end of the lead and the distal portions of the lead was not returned. The clean-cut damage is a result of a typical explant procedure and it is not considered a failure. No other anomalies were identified on the returned portion of the lead. The 2nd lead was not returned for analysis and a serial number could not be obtained. Since the lead in question was not returned, device analysis and device history record review could not be conducted.

Event description:
A report was received that a patient's leads were explanted due to a loss of stimulation and high impedances.

Manufacturer narrative:
Additional suspect medical device components involved: model: sc-2317-70, serial #: unk, description: infinion cx.

Event description:
A report was received that a patient's leads were explanted due to a loss of stimulation and high impedances.